Event description:
It was reported to gore that 2 weeks ago surgeon used gore® bio-a® tissue reinforcement as an onlay to reinforce hernia repair with hysterectomy. Two weeks later while removing the staples, the patient presented with a seroma. The surgeon had to do another procedure because she had pus coming from her wound. He described removing pieces of bio-a, as well as necrotic tissue.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met pre-release specifications.